Manufacturer narrative:
(B)(4). Batch # r5ag65. Device analysis: the analysis results found that one sc60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a hepatectomy, the reload could not be loaded into the echelon. Both the scrub sister and the surgeon attempted to load the device and it was not possible. As a result, a new device was opened and used for the remainder of the case. Surgery was delayed by an estimated 15 minutes, but was successfully completed with the new device. No fragments were generated and the status of the patient is unknown and no adverse events was reported.